Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that premature battery depletion was observed after the programmer reported a stable estimated longevity at the last check. The longevity estimates were manually checked and confirmed to have unexpectedly depleted faster than expected. The device was explanted and replaced. The patient was in stable condition post-procedure.